Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed via inspection. Method & results: product evaluation and results: problem reproduced? No. Work performed: verified all joint and motor encoder read head positions. Performed pm service. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. No defects found. System is ready for clinical use. Work order deposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate that quality inspection procedures were completed with no reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported that while bringing the arm in to ream tha it began to shake violently in haptics. They were unable to ream and went manual.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mps reported that while bringing the arm in to ream tha it began to shake violently in haptics. They were unable to ream and went manual.